Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the optical coherence tomography (oct) catheter could not be retracted over the whisper guide wire after use. There was no resistance reported during advancement of the oct catheter over the guide wire. The guide wire and oct catheter were then retracted into the guide catheter and removed from the patient as one unit. Upon inspection of the guide wire it was observed that the whisper guide wire was separated in two pieces. It was confirmed that the separation of the guide wire occurred outside the patient anatomy leaving no segment of the guide wire in the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.